Event description:
During an ablation procedure for right ventricular outflow tract using an atakr rf generator with a stimulator, and without an atakr switch box, ventricular fibrillation occurred. The ventricular fibrillation was self-terminating, and no defibrillation was required. The prucka catheter input unit was switched off and ventricular fibrillation did not occur during subsequent "rf" applications. The physician will use an atakr switch box for future ablations when a stimulator is also being used.